Event description:
A (B) (6) male with diabetes mellitus was implanted with a spectra malleable device on (B) (6) 2010. On (B) (6) 2010, the entire device was revised. On (B) (6) 2010, the entire device was removed and replaced, due to pt dissatisfaction - 9.5 diameter needed and pain on pt's left side. A request for the device has been sent, and the device has not been returned for analysis. No further info has been provided.

Manufacturer narrative:
The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than is usual.